Manufacturer narrative:
Concomitant medical products: 310c29, tissue valve, implanted: (B)(6) 2006, 5076-45, lead, implanted: (B)(6) 2006, 429878, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right ventricular (rv) lead exhibited non-capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.